Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery excessively. The blood glucose reading was 166 mg/dl. The customer stated that since his doctor had changed his carbohydrate ratios about 2 months prior, the blood glucose levels had been irregular or abnormal. Upon troubleshooting, insulin did exit during a fixed prime. When he removed the infusion set, he observed a bent cannula, which he was advised may have caused the alarm. He noted that his blood glucose levels had been high at 300 mg/dl, which he was able to lower to 237 mg/dl. He declined troubleshooting for high blood glucose. He reported that the no delivery alarm was resolved by a complete infusion set, reservoir and insulin change. He declined to return the infusion set and reservoir for analysis. The most recent blood glucose reading was 284 mg/dl after a meal. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.